Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. There was blood on the unit. Microscopic examination and tactile inspection revealed numerous kinks throughout the proximal/distal shaft. Microscopic examination revealed a partial separation at the collar of the device. Microscopic examination presented no damage or irregularities in tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that a shaft kink occurred. The 90% stenosed target lesion was located in the moderately calcified mid right coronary artery (rca).while performing a percutaneous coronary intervention, the guidezilla was initially used to support an unspecified balloon catheter and an ivus catheter. Then, the physician attempted to deliver a non-bsc stent using the guidezilla, the stent came in contact with the guidezilla. Upon removal from the patient, it was noted that the tip of the stent was lifted. The guidezilla was removed from the patient and noted to be kinked near the proximal marker band. The procedure was completed with a different device and there were no patient complications reported. The patient status is good. However, device analysis revealed a shaft break.